Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
If implanted; give date: n/a (not applicable). Lens removed and replaced during the same procedure. If explanted; give date: n/a (not applicable). Lens removed and replaced during the same procedure. An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a z9002 intraocular lens (iol), while being inserted into the eye, had one side haptic broke off in the injector. There was patient contact reported. Additional information confirmed that while the doctor was inserting the lens, he noticed that it did not go right. When it was fully implanted, he saw one of the haptics broken. Hence, he removed it and exchanged it for the back-up lens. The contact person noted that they have a new tech. There was no incision enlargement, no vitrectomy, and no sutures required. Surgery went well and there was no patient post-op injury reported. No other information was provided.

Manufacturer narrative:
Device available for evaluation ¿ yes, returned to manufacturer on 10/19/2018. Device returned to manufacturer ¿ yes. Device evaluation: the complaint sample was received. The lens was observed with one lens haptic detached. The detached haptic piece was not returned. The other haptic was observed distorted/bent, confirming the reported issue as ¿haptic damaged¿. Also, the lens optic was observed with a cut from the lens edge across the optic section. The condition observed is consistent with a lens that has been cut due to ¿iol removal¿ during surgical procedure. The reported issue was verified. However, there is no evidence to suggest that the complaint sample has been affected by the manufacturing process. No product deficiency was identified. Manufacturing records review: the manufacturing process record was evaluated for the production order. No deviations were found during this process. There are no discrepancies found during the mrr (manufacturing record review). The units were released according specification in compliance with the product intended use as required. Labeling review: a review of the directions for use (dfu) was conducted. The dfu instructs the customer to inspect the product before use for any damage. Also, the dfu states that if the device is defective in any way, it should not be used. Historical data analysis: a search of complaints revealed no additional investigation requests have been received for this production order number. Conclusion: as a result of the visual investigation, the reported issue was verified. However, there is no evidence to suggest that the complaint sample has been affected by the manufacturing process. The investigation has no indication of a quality product deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.